Event description:
It was reported that the implantable cardioverter defibrillator (ICD) alerted due to high out-of-range shock impedance. X-ray revealed that the right ventricular (rv) lead was dislocated. The lead was repositioned, which resulted in good sensing, thresholds and impedances. No additional adverse patient effects were reported.